Event description:
The customer reported that the down post that holds the fms (flexible module system) broke off the mount and fell in an empty bed. No pt harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.